Event description:
It was reported that a malfunction alarm appeared with a code indication. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the reset process. The customer was permitted to continue using the pump and was advised to contact support again if the issue recurred, which it did not.